Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault during a maintenance work. Furthermore, there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, distributor requested turbine characteristic file to program new main board from customer inventory stock. Device will not be returned.